Manufacturer narrative:
(B)(4).

Event description:
It was reported that a technician, trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery (rcfa) after an interventional procedure. Reportedly, the technician indicated the device felt funny going in, all the deployment steps were completed, however bleeding was still observed at the groin site. A non-abbott was attempted, but it was difficult to deploy and it was removed from the patient's anatomy. Manual compression was applied to achieve hemostasis. The patient lost pulses on that leg, a vascular surgeon was called in, and a large plaque was removed from the rcfa. The suture had grabbed the posterior wall, the artery got occluded with the plaque. The artery was closed surgically. There were no adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Based on the information received and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience -device felt funny going in- is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device.

Event description:
Subsequent to the initial medwatch additional information received indicated that the vascular surgeon confirmed the suture was within the plaque of the right common femoral artery (rcfa) and it had not grabbed the posterior arterial wall of the rcfa.